Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed, 12 x 2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during the second inflation at 1621 kilopascals, the balloon ruptured. The device was completely removed with the guiding catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. The tip is damaged. Inspection of the device presented no other damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure (rbp). The device inflated and held pressure for 5 minutes without leaking. There is no indication the device was inflated over rbp. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed, 12 x 2.75 mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75 mm x 12 mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during the second inflation at 1621 kilopascals, the balloon ruptured. The device was completely removed with the guiding catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.